Event description:
It was reported that during routine pacemaker replacement high pacing impedance and a fracture was revealed on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.